Event description:
(B)(4). Headaches, bad bleeding periods come 3 days earlier then the month before almost a hemorrhage bleeding large dark clots. Bad back pain, discharge that has odor, kicking feeling in my stomach. Weight gain and bruise really easy. Nights, I can't sleep and I am very moody, not happy go lucky.

Event description:
(B)(4). We visit do to cut in rectum . Passes a piece and it cut me. 2015. Hysterectomy 2017.